Event description:
The customer reported that the system had frozen up and would not shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the hard drive, loaded software, loaded calibration files and performed touch screen calibration. The system was tested and found to be working as intended and put back in service.